Event description:
During a stem cell collection the blood warming tubing leaked resulting in an approximate loss of 400-500ml of blood. The warmer tubing leaked down the back of the optia machine and with the combined volume in the tubing, clinician estimated the 400-500ml blood loss. The patient's vital signs remained stable. The patient was monitored throughout the collection; vital signs and hemoglobin and hematocrit remained stable. The patient was not injured.